Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-01763. Follow-up identified the patient's wound was healing and there is no further intervention planned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-01763. It was reported the patient will undergo a wound "alteration" procedure for the scs lead site incision. Follow-up identified the patient underwent a wound closing procedure on (B)(6) 2016.